Event description:
This patient underwent a therapeutic urethral sling placement procedure sometime during the procedure while placing the sling, the doctor perforated the patient's bowel, but did not notice this at the time of the procedure. The urethral sling procedure was successfully completed with this device the patient required further medical attention ; patient underwent two additional procedures to 'wash out' and close perforation requiring 24 hospital stay) patient continent with some urinary frequency.